Event description:
The hcp initially reported the patient experienced a sudden onset headache and went to the emergency room, but was not hospitalized. The patient described it as "the worst headache I have experienced in my life." The hcp described them as paroxysmal. The patient had no prior history of headaches. The patient was treated with toradol (concentration and dose not reported) and the headache subsequently resolved. The patient had magnetic resonance imaging (MRI) of the head on 8/2007 and it revealed no aneurysms. The device was interrogated post-MRI and no motor stall messages or recovery messages appeared. The device seemed to be working fine. Additionally, the hcp reported the patient's pump was recently implanted and was programmed to deliver morphine (10 mg/ml) at 3.5 mg/day and bupivicaine 4.9/day and had just recently been increased (for the first time since implant) to morphine 4.56 mg/day and bupivicaine 6.74/day. The patient developed cellulitis over the pump placement site, but it was treated and improving. The patient was also reported to recently have had flu symptoms-diarrhea, aches and low grade fever, but these symptoms per the hcp are attributed to the flu only, not the pump.